Event description:
A user facility returned the olympus asset, evis exera ii ultrasonic bronchofibervideoscope to the olympus service center. Upon inspection and testing of the returned device, the scope insertion tubing coating was found peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
The asset device was returned to olympus. Upon inspection and testing of the returned device, the scope bending section rubber was found stretched. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: there were scratches around the area in question, indicating some kind of external force was applied to the relevant part. A definitive root cause cannot be identified. This issue is covered in the instructions for use: caution: do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. The cover of the irrigation port part cannot be removed. Equipment damage can result. Do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Olympus will continue to monitor the field performance of this device.